Event description:
A penumbra sales representative noticed a crack in one of the canisters while training the hospital staff. There was no patient involvement.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.